Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an illegible monitor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6,h2, h6, (type of investigation), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and removed and reconnected all lcd connections to resolve the issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter in is (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an illegible monitor. There was no patient involvement, and no adverse event reported.